Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer experienced thirst, fatigue and treated their high blood glucose via manual injection and insulin pump. Nurse advised the patient delivered a bolus three times and their blood glucose levels would not drop. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Nurse declined to further troubleshoot.